Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse performed the ac and dc power testing. The internal battery harness, fuse holder, power cord and power supply voltage evaluated. At this time, the reported event was duplicated, which was isolated to the internal power supply assembly of the device. The fse replaced the power supply assembly and forward the faulty power supply for a component root cause evaluation by vyaire failure analysis laboratory. The vyaire failure analysis laboratory received the suspect power supply assembly for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the power supply and found no anomalies . The fa lab also performed an ac power test and found no ac power output from the power supply. The fa lab was able to duplicate the reported issue, the root cause is associated with material fatigue within the power supply, which caused the reported event.

Manufacturer narrative:
(B)(4). The customer reported the suspect avea ventilator was charged for an hour, however, the manufacture recommendation is a minimum charging of 4 hours, outlined in the operators manual. The device is available for analysis and an onsite service request has been scheduled by carefusion. At this time, carefusion has not completed the suspect avea ventilator evaluation. The completed evaluation will be included in a follow-up report.

Event description:
The customer reported that the device was displaying "low battery" on startup of the device. The device was charged on a/c power for an hour prior to patient use, however, the customer reported this avea ventilator shut down after 30 minutes of use with the patient. The ventilator was removed from the patient and there was no harm or injury. The hospital biomed reported checking the device power system and noticed the alternate current (ac) indicator led is not lit. The biomed has requested manufacture onsite service repair and evaluation of the device.